Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer. The catalog and lot number were not provided. Since the lot number of product involved is unknown, a manufacturer review was performed of the lots delivered to the customer. However, no information was found of cassette device been delivered to the customer. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the system from this customer regarding to the product been delivered. Since the complaint sample is not available for evaluation the reported event could not be confirmed. No device history review (DHR) was performed since the lot number is unknown and no information was found on the system from this customer related to the cassette device product.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is no documentation to show that the patient was utilizing any fresenius product(s) prior to hospitalization for peritonitis, therefore a temporal relationship cannot be established between the peritonitis and any fresenius product(s). There is no documentation that this is a fresenius patient based on records search. There is no allegation of a machine malfunction or cassette leak related to the event. There is no information about the culture results or if the patient follows proper aseptic technique. Based on the limited information received, a cause of the peritonitis cannot be established, however, the liberty cycler and fmc cassette can be excluded as a cause of the adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that patient was hospitalized for peritonitis and had catheter removed. The patient is doing hd treatment. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.